Event description:
It was reported that the balloon of a small volume intermate burst after filling and a leak occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: january 12, 2021 - january 13, 2021. H10: the device was received for evaluation. A visual inspection was performed with the naked eye which noted the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.